Event description:
It was reported that after using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed the safety shield was loose, the shield couldn't slide back down, and it felt more like the parts weren't hanging together properly. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for loose safety shields and nothing abnormal was found as the safety shields were properly placed in the packaging. Also, 10 of the retain samples were subjected to a functional test for breakaway force to assess loose safety shield and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of loose safety shields based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using one bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed the safety shield was loose, the shield couldn't slide back down, and it felt more like the parts weren't hanging together properly. No patient impact reported.